Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission showed that the right atrial (ra) lead was oversensing noise resulted in inappropriate mode switch episodes. The lead also had unspecified integrity issues. No intervention was performed, and the clinic will continue to monitor the patient. The patient had no adverse consequences.